Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. No compromised force sensor system alarm noted. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 94 mg/dl. The customer stated that she received an error message while rewinding the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.